Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information received on 8/13/2024: this was discovered during a labral repair procedure. The case was not delayed, and additional anesthesia was not needed. The patient suffered no negative effects on or after the procedure.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.

Event description:
On 8/8/2024, it was reported by a sales representative via email that three ar-3636 knotless 1.8 fibertak inserters broke during implantation of the anchors. The case was completed by removing all broken fragments from inside the patient and using additional ar-3636 knotless 1.8 fibertak. This was discovered during a procedure on (B)(6)2024.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.